Manufacturer narrative:
An ultraflex tracheobronchial stent was received for analysis; the device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was partially deployed by 21mm. The deployment suture was entangled around the shaft on its return. No issues were noted with the profile of the crochet stitches from the point of release from the stent. The shaft was bent proximal to the stent. However, it was possible to fully deploy the stent during analysis after the deployment suture was untangled from the shaft. It is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a ultraflex¿ tracheobronchial stent was used to treat a malignant stricture in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician noted that the ultraflex¿ tracheobronchial stent would not deploy completely. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed. The procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a ultraflex¿ tracheobronchial stent was used to treat a malignant stricture in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician noted that the ultraflex¿ tracheobronchial stent would not deploy completely. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed. The procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.